Manufacturer narrative:
The doctor had removed the appliance after the first occurrence of the sore; however, the appliance was placed again once the patient had healed. After the second occurrence of the sore, the appliance was removed and the patient was prescribed a chlorhexidine oral rinse for treatment. To date, the patient is doing fine and has fully recovered. A new appliance will be fabricated with consideration to patient comfort.

Event description:
A doctor alleged that a patient developed a sore in his mouth while wearing the herbst appliance on two (2) separate occasions.